Event description:
It was reported that the roller clamp was stuck in a clearlink system continu-flo extension set with four way stopcock. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.